Event description:
It was reported to philips that the system displayed an alert indicating the speed controller was inoperable, preventing geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) conducted a remote review of the system, confirmed that the speed controller in the control room had failed. Upon further inspection, the customer identified that the controller had become engaged after falling down behind the monitor. To resolve the issue, the customer repositioned the controller in its holder and performed a cold restart. Following these actions, the system was fully restored and returned to normal working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes have been updated based on the investigation outcome.